Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed sixteen energy checks and performed thirty-four treatments between on that day. The energy was stable during the whole day. The logfile shows thirty-four successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about one minutes and eight seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The provided treatment report shows the docking of patient interface is not centered, but no further issues are contributing factors could be identified. The investigation is completed based on provided information without confirming the event or conclusively identifying the root cause. The root cause could not be determined conclusively by the investigation. No technical issues were identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the planned flap being thicker than the actual thickness, with more than ten microns in the patient's left eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient gg, left eye and other manufacturer reports will be filed.